Event description:
In a roux-en-y gastric bypass procedure, the i45v stapler was able to close onto the tissue, but repeated presses of the close/fire button could not effect the firing of the ir45v reload which had been inserted into the stapler. The tissue was released from the i45v device and the procedure was subsequently completed by use of another device.

Manufacturer narrative:
Patient's weight is not known; "000" is only a placeholder. The returned i45v stapler was visually and functionally evaluated. The evaluation showed that the gear selector switch was jammed with some contamination on the electrical contacts. A CAPA project has been opened to investigate the root cause of this issue. (B) (4)